Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose bg) level was 510 mg/dl. The customer address their bg with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.